Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of inner tubing kinked/buckled.

Event description:
It was reported that during implant, the right ventricular lead showed noise. The cables, adaptor, and programmer were changed but the noise persisted. The lead was not implanted and replaced by another. No patient complications have been reported as a result of this event.